Event description:
On (B)(6) 2023, the customer's husband alleged to medela llc that his wife was experiencing low suction with her pump in style max flow breast pump and mom is unable to express milk. She is getting engorged and is on an antibiotic. She gets more milk expression using a symphony breast pump.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer including verifying the customer had the correct breast shield size. The customer was sent a new breast pump. The customer was contacted by a complaint handler to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (reference number (B)(4) ), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.